Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had power loss alarm. The customer blood glucose level was 99 mg/dl. The customer was assisted with troubleshooting. Customer states they never got a change sensor, when they was at hospital sensor stopped working, possible due to power loss error. Customer declined any further troubleshooting at this time and was ok. Customer states they went to hospital for migraine headache. The insulin pump will not be returned for analysis.